Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned, as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2138500. Model: sc-2138-50. Serial: (B)(6). Batch: a28470.